Manufacturer narrative:
An evaluation of the scd express compression system was performed for the customer reported condition of ¿the unit has a damaged case.¿ the reported condition was confirmed and upon service the technician found exposed copper wire on the power cord. Inspecting the exterior of the unit for visual cosmetic inspection; found enclosures is cosmetic damaged on exterior of unit. The power cord is cut open with copper wire exposed. The potential root cause was determined to be customer misuse because the unit was excessively damaged. Device history records are reviewed for quality inspections and parameter compliance prior to releasing the product for shipment. Complaint trending information is being reviewed on a monthly basis and if a trend is observed, actions will be taken as necessary. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Submit date: 01/29/2017. An investigation is currently underway. Upon completion, the results will be forwarded.

Event description:
It was reported to covidien on (B)(6) 2016 that an issue occurred with an scd controller. Upon triage on (B)(6) 2017 copper wire exposure was discovered.